Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: is a photo available of the patient¿s reaction? No photo is available. Were any cultures taken? Results? No cultures were taken. Please describe how the adhesive was applied. Normally how was the wound cleaned and dried prior to prineo/ dermabond application? Information not available. What prep was used prior to, during or after adhesive use? Information not available. Was a dressing placed over the incision? If so, what type of cover dressing was used? Information not available. Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? No allergy was reported is the patient hypersensitive to pressure sensitive adhesives? No hypersensitivity was reported was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Unknown. Patient demographics: initials / ID, gender, age or date of birth, bmi? Unknown. Patient pre-existing medical conditions (ie. Allergies, history of reactions)? ¿unknown. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? No use history was reported. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No use history was reported lot number of product used? Unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. Is product available to return for analysis? If yes, which file will the product be returned under? We regularly contact with sale rep about the device returning. The surgeon reported similar cases in a time, and detailed patient information for each case was not obtained.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the patient has recovered. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is a photo available of the patient¿s reaction? Were any cultures taken? Results? Please describe how the adhesive was applied. How was the wound cleaned and dried prior to prineo/ dermabond application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing was used? Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth, bmi? Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Lot number of product used? Current patient status? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis? If yes, which file will the product be returned under?

Event description:
It was reported that a patient underwent a total knee arthroplasty (tka) on (B)(6) 2025 and topical skin adhesive was used. Afterwards, the patient visited the hospital due to the widespread redness and itch of their skin on (B)(6) 2025. Dermovate, a topical steroid medication, and 20mm of predonine, an oral steroid medication, were prescribed. Additional information was requested.